Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the ICU due to an overdose. The dose programmed was at 10mg of morphine per day. The dose was later reduced by half in the hospital by the hcp. The patient was intubated on (B)(6) 2011 and later extubated on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.